Event description:
Technician found brake pedal would lock in place, but brakes wouldn't hold.

Manufacturer narrative:
Technician found brake block mechanism failed from being worn. Technician replaced worn casters and rebuilt brake block to resolve.